Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals on the right ventricular (rv) lead, so atrial tachy response (atr) events were logged as a result. This rv lead remains in service. No adverse patient effects were reported.